Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information received that the patient underwent surgical intervention in which the system was explanted.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation codes will be provided in the final report.

Event description:
Manufacturer report reference: 1627487-2019-14033. It was reported that the patient experienced lead migration. The patient was unable to feel stimulation in one lead. X-rays were taken which confirmed that one lead had migrated out of the foramen. The patient may seek surgical intervention. Note: it is unknown by the manufacturer which lead has migrated, therefore both leads are being reported on.